Manufacturer narrative:
The insulin pump was monitored for 24hrs and no unexpected pump restart was found. There was no prime and fill anomaly and no after battery change alarm found. The unit passed the self-test, after battery change error test, displacement test, rewind, basic occlusion test, prime test, and occlusion test. The unit had a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report an after battery change alarm and that they were unable to complete priming. The customer also reported that the time was flashing. The customer's blood glucose level was unknown. The product was replaced and returned.